Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer administered a 25 unit bolus when the customer was not attempting to deliver a bolus. Troubleshooting with tandem technical support verified that the customer requested a bolus for the incorrect number of carbohydrates consumed. The contact acknowledged that the issue occurred due to user error. Blood glucose (bg) level was 170 mg/dl.